Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant products: mitraclip system, steerable guide catheter, 1 additional implanted mitraclip. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated, and the reported difficulty grasping, slda and physical resistance appear to be related to patient morphology/pathology and procedural circumstances. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.

Event description:
This is being filed to report that after the clip was deployed, the clip detached from the anterior leaflet, and remained attached to the posterior leaflet, and if were to reoccur, has the potential to cause or contribute to serious injury. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. Imaging was difficult due to shadowing of a previously placed aortic valve ring. One clip was deployed, reducing the mr to 2-3. The second cds was advanced to the left ventricle, and pulled back slightly for better visualization, but resistance was met with the anterior chordae. The cds was advanced slightly, and moved posterior, and able to be freed from the chords. Grasping was difficult, but the clip was deployed, reducing the mr to trace. Immediately after deployment, the clip detached from the anterior leaflet, and remained attached to the posterior leaflet (single leaflet device attachment/slda). It also appeared that the clip was attached to the anterior chordae. The mr was reduced to 2+ with the two clips implanted. No further clips were used. The patient had a good outcome with no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.